Event description:
At implant, there were helix issues; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Full lead; inner insulation kinked and pulled apart (overstress).